Manufacturer narrative:
Pipeline flex pushwire was returned within its introducer sheath, for further examination, the pipeline flex pushwire was pushed out of its introducer sheath with no issues. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with one end having slight fraying, and the middle section and the other end having no damages. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the ¿damaged braid¿ and the patient¿s ¿moderately tortuous¿ vessel anatomy (acute bend) may have contributed to the reported issue. However, the cause for the braid damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information that during treatment of an aneurysm the pipeline flex device did not open distally while attempting do deploy in a moderately tortuous internal carotid artery (ica). It was reported that device was deployed in acute bend and more that 50 % of the device was deployed when it failed to open. The pipeline was resheathed and removed from the patient and a new pipeline was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.